Event description:
There is no additional event information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). DHR was reviewed and no discrepancies related to the reported event were found. Review of the most recent repair record determined the unit was confirmed to have a damaged outer insulation. The metal wires of the cables were not exposed in the pictures. The plug harness assembly was replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow-up/ final report will be submitted once investigation is complete. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported cable went out of generator. The cable got stripped during the cleaning process. There were exposed wires. The event timing was after intervention. No harm or no delay. No adverse events were reported as a result of this malfunction.